Event description:
The death certificate was rec'd and it states that the cause of the pt's death was pneumonia.

Event description:
It was reported that one month following the carotid procedure of 6/2005, the pt died in 2005.